Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon eval, there was a misdirected pulse during testing. The pulse caused extensive damage to the pulse firing circuitry on the defibrillator board. The root cause of the misdirected pulse could not be determined due to the damage. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4) failed incoming testing. The last pt to use this monitor did not report any problems.